Event description:
Customer reported eight erroneous po2 & pco2 results and corrected reports had to be issued. Although there was no pt intervention as a result of this event, if it were to recur, it could lead to inappropriate management of ventilator settings.

Manufacturer narrative:
A diagnostics field svc engineer went on site and found a build up in the gas line. Once the line was cleared, the instrument functioned as intended. Results and conclusion: a build up in the gas line caused the erroneous results. For medical device reporting purposed this event is considered closed.